Event description:
It was reported that high, out of range high voltage lead impedance was observed. Lead was to be monitored. Subsequently, high out of range impedance measurements were once again observed. The pocket was opened for set screw evaluation. Set screw was found to be loose and was tightened, resulting in a normal an impedance value when tested.